Event description:
Caller reported a malfunction on pump with malfunction code 12, noted to have occurred at least three times with fault ID 0x2071. There was no adverse impact to the customer's blood glucose level. Cts advised caller of steps required upon receiving a replacement pump with updated software and dispatched the replacement to the confirmed shipping address. Customer was instructed to switch to multiple daily injections as a backup therapy and to return the problematic pump via ups within 10 days.